Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient complained of increased low back pain post permanent implant of the scs. X-ray showed lead migration. The patient will undergo a revision procedure.